Event description:
Clarus became aware of the injury by legal summons. The event occurred on 6/30/1997. No device failure was reported. No injury was reported. The device used was not returned to clarus.